Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed. The belt trunk cable connector was cracked and the guide pin was missing. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.